Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 412 mg/dl. The customer was treated with the manual injection, insulin pen. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer alleged that insulin pump was under delivering because customer delivered 3.5 units but her blood glucose still goes up. It was stated that the auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.